Event description:
Related manufacture documents: 1627487-2021-01728. It was reported that the patient was receiving ineffective stimulation no matter the strength of the therapy. As result the patient may undergo surgery on a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.